Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen. It was reported that the patient experienced a skin reaction with redness extending beyond the patch perimeter. The patient had itching and burning sensation in the area. The event occurred an unspecified number of days after the sensor had been inserted in the abdomen. Prior to sensor insertion the area was prepped with alcohol. On 05/23/2023, the patient consulted a health care provider and was diagnosed with a staph infection. The patient was prescribed an oral antibiotic medication (bactrim unspecified dosage) for the infection. No additional event or patient information is available.